Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experiencing pain under the left breast and palpitations presented in clinic for follow-up. Upon device interrogation, the right atrial lead exhibited loss of sensing. Chest x-ray revealed micro dislodgement. The lead was explanted and replaced. The patient was doing fine post procedure.